Event description:
Impella 5.5 was inserted surgically via right axillary/subclavian access site in a 44-year-old male patient presenting with cardiomyopathy. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was medically supported by inotropes, vasopressors, and respiratory support at the time of insertion.The local team was notified during rounds that the patient had been sent to interventional radiology following a reported stroke (results pending). The patient was reported to be heparin-induced thrombocytopenia (HIT) positive and was being managed with a sodium bicarbonate purge solution and bivalirudin anticoagulation. Concurrent medical therapy included dobutamine at 5 mcg/kg/min and milrinone at 0.5 mcg/kg/min. At the time of the event, the Impella 5.5 device remained in place and was operating as intended at performance level P-7, providing approximately 4.0 L/min of flow. The device had not been explanted, and patient outcome remained ongoing at the time of reporting.Due to limited information around the events of the stroke the device cannot be conclusively dissociated from the event. However, it is important to note that were no noted repositioning events around the time of the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.